Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the capd attendant performed training without proper training from the baxter clinical coordinator. Three days after the onset of peritonitis, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection reflin (1500 milligram once a day intraperitoneally during night dwell) and injection amikacin (500 milligram once a day; route not reported) for peritonitis. The outcome of the peritonitis is unknown. It was unknown if the patient was retrained on proper aseptic technique. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.